Manufacturer narrative:
Investigation: investigation summary: no samples/pictures received for the above condition described. Complaint history check for lot 7059844 was verified and no discrepancies were found about the above described problem. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7059844. Investigation level: a ref no product desc mfg code subject desc 144488 syringe/tray 7059844 foreign matter. No findings in qns/ncmr/DHR about the lot number 7059844 were found. This is considered as an isolated issue. Lot no #: 7059844 catalog #: 305617 quantity produced: (B)(4). 20ml syringe lots (p/n 31884) used are 6267621 & 6267622 for lot 7059844. 20ml tray lots (p/n 500014780) used are 2016043, 2016107 & 2016127 for lot 7059844. No qn¿s were found for syringe lots 6267621 & 6267622 or tray lots 2016043, 2016107 & 2016127 in sap and incoming inspection records. During the manufacture of this product, 100% visual inspection is performed before packaging the product in dispensers looking for loose foreign material and embedded foreign material in components or inside of the package. During the 100% inspection embedded/loose foreign material was not detected by our operators. The manufacturing process was reviewed and no potential failures were identified since only syringe packaging process is performed at (B)(4) facility. Investigation conclusion: unable to confirm the failure mode since no pictures or samples were received. Based on the description received the foreign matter (one tray found to have particulate matter inside the tray and inside the syringe). This failure mode is likely caused during the supplier molding process. If samples received, another investigation will be open. Product within specification? Yes. Root cause description: n/a. Not able to investigate the root cause since no samples or pictures were received. However, the defect description for the sample received shows that the above described foreign material defect was potentially caused in the molding process performed at the supplier site. The syringe is not assembled in (B)(4) facility.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that foreign matter was found in a bd syringe 20ml ll tip conv pak before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Samples were received by bd. Visual inspection of the samples confirms the complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot #7059844. Conclusion - this defect was caused during the packaging process due to incorrect handling. A piece of cardboard could fall into the syringe through the opening between the plunger and the barrel and then fall into the tray. The root cause was confirmed when the sample was received for analysis.